Event description:
The patient was undergoing a coil embolization procedure for an abdominal aortic aneurysm using ruby coils. During the procedure, the physician was unable to advance a ruby coil through the px slim delivery microcatheter due to resistance. The ruby coil was removed and the procedure continued using eleven more ruby coils and the same slim microcatheter. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result : the pet lock was intact. The ruby coil pusher assembly was kinked approximately 11.0 cm, 50.0 cm, 87.5 cm, 89.5 cm, and 98.0 cm from the proximal end. The pusher assembly was kinked approximately 139.0 cm from the proximal end, and its mid-joint was pulled proximally, beyond the friction lock on the introducer sheath. The proximal constraint sphere was detached from the distal detachment tip (ddt), and the coil was bunched up throughout its length. The ddt inner diameter (ID) was measured to be within specification. The coil was stuck inside the introducer sheath, making it difficult to measure the outer diameter (od) of the proximal constraint sphere and the coil. Therefore, the investigator had to cut and remove part of the introducer sheath to expose the proximal constraint sphere for measurement. The coil was slightly stretched by the investigator during the removal of the introducer sheath. The proximal constraint sphere and the coil ods were measured to be within specification. The introducer sheath was damaged approximately 96.0 cm from its proximal end. Conclusion: the complaint has been evaluated. The initial complaint indicated that during the case, the physician was unable to advance the ruby coil beyond the tip of the px slim, and had to be removed. Evaluation of the returned devices revealed that the ruby coil pusher assembly was kinked in multiple locations. This type of damage typically occurs due to improper handling during use. If the device was manipulated into the px slim with force at an angle, it is likely that this damage would occur. Further evaluation revealed that the mid-joint of the ruby coil pusher assembly was pulled proximally beyond the friction lock of the introducer sheath. This type of damage typically occurs due to improper handling during device preparation. If the pusher assembly was manipulated with force against resistance provided from the friction lock, it is likely that this type of damage would occur. This damage could have caused the ddt to become stuck in the friction lock, and kept the coil from advancing through the introducer sheath. Additionally, it was found that the coil was unintentionally detached. This detachment might have occurred due to the force used during retraction of the coil against the resistance felt. If excessive force was used it could have likely caused the pusher assembly to elongate, and extended the ddt beyond the reach of the pull wire. This elongation could have effectively dislodged the proximal constraint sphere, leading to an unintentional detachment. These devices are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.